Manufacturer narrative:
(B)(4). The device was manufactured june 25, 2015 - june 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that after therapy, approximately 30% of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.